Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a vf episode recording was reviewed, ventricular oversensing, undersensing and ineffective atp therapy were observed during follow up. No programming changes were made. The physician decided to restore the electrolyte balance of the patient. The patient condition was reported to be good.